Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Related manufacturer report number: 3003306248-2020-00094. It was reported that on (B)(6) 2020 the centrimag system presented with two m4 motor alarms and atypical motor sounds. There was no drop in flow or speed and no patient consequences. The motor was to be sent back for service.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an m4: motor alarm was confirmed; however, the reported event of the motor making atypical noises was not confirmed. The returned centrimag motor (serial number (B)(6) ) was tested at the european distribution center alongside known working test equipment, and an m4: motor alarm was reproduced during testing. The motor¿s cable was measured using a resistance test fixture and the wires correlating to the input and output of the motor¿s a2 bearing phase were observed to be open (blue and red wires respectively). However, the reported atypical motor sounds were not observed throughout testing. The root cause of the m4: motor alarms was determined to have been wire fatigue within the motor¿s cable; however, the root cause of the wire fatigue was unable to be conclusively determined. Although the observed wire fatigue may have contributed to the reported motor noises, the root cause of the atypical motor noises was unable to be determined through this analysis. The 2nd generation centrimag system operating manual (rev. 11) provides information regarding emergencies/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU (rev. 06) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. The 2nd generation centrimag system operating manual (rev. 11) section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. Review of the device history record for centrimag motor, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.